Manufacturer narrative:
The customer found the teflon coating on the probe was worn. The investigation determined this was the cause of the event.

Event description:
There was an allegation of a questionable troponin t hs stat result from the cobas 6000 e 601 module. The initial result was 17.45 ng/l. On (B)(6) 2022, the repeat result from two analyzers was 3.00 ng/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 59637200 with an expiration date of 31-mar-2023.

Manufacturer narrative:
Qc performed on the day of the event was acceptable. The investigation is ongoing.